Event description:
It was reported that the patient had dural tear symptoms following an implant. The patient was instructed to manage symptoms with prescription medication, bed rest, and excessive fluids/caffeinated beverages. The patient was planned to undergo a blood patch with their physician, further information is still pending. The investigation did not determine which lead contributed to the issue.

Event description:
Additional information received reports that the patient's symptoms have resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(6).